Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the ventilator interface board.

Event description:
During a planned maintenance visit, a ge healthcare service representative noted the ventilator was not functional. There was no report of patient involvement.